Event description:
The device was returned to the service center with a report from the customer contact that during preventative maintenance testing at the user facility, the device door would not open or close, there was broken connectology and the device alarmed with a s420 (led error - pmc, right) malfunction alarm code. No additional info was provided. These do not indication of a reportable malfunction. However, during verification testing at the service center, the device alarmed with a s421 (motor error -pmc, right) malfunction alarm code.

Manufacturer narrative:
During testing at the service center, the device alarmed with a s421 (motor error - pmc, left) malfunction alarm code. This was due to a loose motor. The probable cause of the customer reported s421 was a loose motor due to under the under application of the adhesive seal or the adhesive seal being applied over grease which will result in a s421 alarm code. The customer reported door will not open or closed and the broken connectology was confirmed. The battery not being able to be reconditioned was not duplicated. This report represents all the information known by the reporter upon query by hospira personnel.